Event description:
The device was used during an unk procedure. It was reported by the affiliate that the clip shoots out without being formed or the device becomes jammed. It was not specified if there were any pt consequence. Additional info rec'd on 9/26/97. It was stated by the affiliate that the surgeon did not and would not give any additional info regarding this case.

Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, misaligned; damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged tip shrouds, damaged trigger, damaged tube and damaged weld seams, no. Functional tests & results: antibackup functional, firing: feed and form conform, jaws: hold clip, and lockout functional, yes; jaws: inside width at tips, .162; and number of clips fed and formed, 2. Analysis conclusion: based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with the clips shooting from the instrument or with the instrument jamming. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.